Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra catheter. It should be noted that the patient's anatomy was tortuous, calcified, and stenosed. During the procedure, the physician successfully implanted five pod coils and two pod pcs into the target vessel. While attempting to implant another pod pc into the target site, the coil did not fit; therefore, the physician began advancing and retracting the pod pc. While retracting the pod pc, resistance was encountered and, subsequently, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed from the patient. At this point, no additional coils were required and the procedure was successfully completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.